Event description:
It was reported that the tip of the guidewire was detached from the product, it was not opened previously from the package and it was not used. Per additional information received from ibc representative on 22jul2020, the tip of the guidewire was not broken. Per sample evaluation, it was found that the leur was loose.

Manufacturer narrative:
The reported event was confirmed, as a supplier-related. A bard nitinol guidewire was returned unopened in original packaging. The package was still sealed upon the receipt. When the package was opened, the tip was found to be intact, but the female leur was loose in the package, the female leur is the end cap to the non-functional end of the tubing. The tubing was examined and found to have the required crimping in place. The wire was not found to be protruding outside the tube. According to the sample evaluation the probable root cause for this failure was when the leur was installed, the tube was not inserted far enough into the leur to secure it to the tube. During the transit or handling, the leur worked itself off of the tube. Since the leur was found to be loose, there was found to be a relationship between the reported event and the device. As the defect was found in a sealed package and was found to be most likely a supplier related, the device had failed to meet the specifications and it does not appear that it was used for the treatment or diagnosis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications. Warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/ separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure include, but are not limited to: ¿ perforation ¿ acute or delayed bleeding ¿ tissue trauma ¿ edema. Direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. For hydrophilic coating wires: hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the coil for separation, bends, kinks or a damaged tip. For ptfe wires: remove the guidewire from the protective coil and carefully inspect the coil for separation, bends, kinks or damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the guidewire was detached from the product, it was not opened previously from the package and it was not used. Per additional information received from ibc representative on 22jul2020, the tip of the guidewire was not broken.